Manufacturer narrative:
(B)(6) 2017 - we received additional information on the analysis of the ICD that was returned. The ICD was received and subjected to an extensive analysis. The lead under complaint was not returned. The analysis is thus based on the data you provided and the analysis of the ICD. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 40 months and 15 charging cycles were recorded to the device memory. The memory content of the device was analyzed, confirming the clinical observation. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the available information, the integrity of the lead cannot be assured. An analysis of the lead would be necessary for a root cause investigation.

Manufacturer narrative:
The lead and the device are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead has had a few recorded events of sv and vf. The pacing threshold is inconsistently rising. The lead was capped. There were no adverse patient side effects reported.